Event description:
It was reported that after successful retrieval of the vena cava filter with the recovery cone, a marker band detached from the removal system introducer sheath. During a retrieval attempt with forceps, the marker band slipped from the forceps and migrated to the pulmonary artery. The marker band was successfully retrieved percutaneously from the pulmonary artery at a later date. There was no reported patient injury.

Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for corporate lot number gfxa3806. The device was returned images were provided. Based upon the sample evaluation and the image review, the complaint investigation is confirmed for a marker band detachment. It should be noted that per the reported event details and the condition of the returned sample, the recovery cone was used to retrieve a bpv denali filter.